Event description:
Healthcare professional reported left side saline implant rupture, bilateral breast ptosis grade 2, asymmetry, and breast implant malposition. The device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and malposition.

Event description:
Healthcare professional reported left side saline implant rupture (deflation) and malposition. The device was explanted and replaced.

Manufacturer narrative:
Clarification to partial date of implant d6a: 2017 was provided. Clarification to partial date of occurrence b3: (B)(6) 2025 was provided. A review of the device history record has been completed. No deviations or non-conformances noted. Laboratory analysis summary: the device related to the reported events deflation, malposition and visibility/palpability was received on august 04, 2025, with lot number 3169316. Based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed delamination of diaphragm valve assessed as adhesive failure. ¿ malposition: unable to observe as it is not related to the manufacturing process. ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.